Event description:
It was reported that the patient presented in-clinic for follow up. The lead was diagnostically imaged prophylactically. Externalized conductors were noted. No electrical anomalies were detected. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.